Manufacturer narrative:
A unit was reported faulty in the field and returned to us - upon closer inspection, it seems as if a short circuit occurred. The reason is likely due to improper third party installation, resulting in a grounding fault between the wheelchair chassis and the wheelchair battery. Under this circumstance, and in the case of a short circuit, there is a risk of a heat rush which could cause a fire. We feel that the consequences could have been significant enough that we have made the decision to implement additional safety measures to the design, and retroactively fit all units in the field at no charge to the customer.

Event description:
Wheelchair power adapter shorted out and melted. Fuse blew but there still appeared to be additional damage to wire. I asked (B)(6) to call in to tech support about it and to send us photos and/or the item for analysis. C12 does not appear to be damaged, no injuries, just concern about safety of this item.